Manufacturer narrative:
Na

Event description:
Egm's revealed hv therapy and one aborted shock due to lead noise. Due to the proximity of the over sensed events an insulation break was suspected. The lead was capped and replaced.